Manufacturer narrative:
The review of the batch record and inspection protocols of the reported flex ii asd revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record. The device was not returned for further investigation. The reported case was reviewed by a medical expert based on the provided information and the available tees. The following key points outline the findings: I. Absent rim identification: the pre-procedural tee images provided by the customer clearly confirmed the absence of an aortic rim in the atrial septal defect (asd). The aortic rim serves as a critical structural component in securing the device and reducing mechanical stress on the surrounding tissue. Its absence is a well-recognized anatomical anomaly that significantly increases thelikelihood of device-related erosion, as such also warned in the IFU. Ii. Device selection and sizing: the IFU recommends using an asd30 or asd33 for a 30 mm defect as measured by tee. However, due to the absent aortic rim, a larger device (39 mm) was likely been selected to ensure optimal closure. While this approach may address anatomical challenges, the larger device size (asd 39 mm), combined with the absent rim, likely exerted excessive pressure on the atrial wall. This increased pressure likely contributed to erosion into the aortic and atrial walls, resulting in the formation of an (ao-ra) fistula. Additionally, no post-procedural or intra-procedural imaging was provided to verify proper device placement. Iii. Multiple sizing attempts: the procedure involved multiple device sizing attempts to achieve stability, reflecting the challenges encountered during the implantation. While these attempts likely did not directly contribute to the erosion, they highlight the difficulties in securing a stable and anatomically appropriate device position. Additionally, according to the customer, the erosion was likely due to reorientation of device post implantation. IV. Pre-existing patient conditions: the patient's medical history included cerebral palsy, a previous tracheostomy, and spinal surgery. These pre-existing conditions may have contributed to delayed tissue healing and increased susceptibility to erosion and other procedural complications. Based on the available information, it can be concluded that the root cause of the reported event was not directly related to the flex ii asd occluder itself. Tissue erosion following flex ii asd implantation is a well-known inherent risk of the device. Furthermore, the absence of an aortic rim, combined with the patient's pre-existing conditions, significantly increased the risk of an adverse outcome. The erosion event, though influenced by anatomical and patient-related factors, might have been mitigated with alternative procedural strategies. During the implantation process, there were indications that achieving optimal device positioning was challenging. According to the medical expert, early recognition of suboptimal device stability and greater emphasis on anatomical challenges should have influenced the decision-making process. Nonetheless, tissue erosion following flex ii asd implantation is a widely recognized and well documented phenomenon, as described in the corresponding IFU. The IFU also includes warnings and precautions in order mitigate the risk of erosion.

Event description:
It was reported that prior to the implant of this 39 millimeter (mm) atrial septal defect (asd) occluder the defect was measured to 30 mm via transesophageal echocardiogram (tee). It was noted that the defect was large with a floppy posterior rim. Balloon sizing was not performed. Intravenous (IV) antibiotic were administered. While implanting the occluder with balloon assistance good position was established and the push pull test confirmed good stability. The occluder was successfully released and a post implant transthoracic echocardiogram (tte) confirmed good position of the device. The patient was discharged later the same day. Approximately one week after implant the patient presented with difficulty breathing and bilateral chest infections. Antibiotics were given. Fifteen days after implant erosion was observed via transoesophageal echocardiogram (toe) with aorta to right atrium fistula present. Eight weeks after implant the occluder was surgically removed and the defect was repaired with a patch. It was noted that invasive ventilation and haemodialyusis were required. No further patient complications were reported.

Manufacturer narrative:
The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.